Manufacturer narrative:
Final lead analysis found that the lead tines had abraded off.

Event description:
It was reported that a loss of capture was noted on the right ventricular lead. Upon revision, the lead was found to be dislodged. The lead was explanted and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.